Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose and the reservoir did not lock into place. The customer blood glucose level was 459 mg/dl at the time of incident. Customer stated that the reservoir compartment and battery compartment both were chipped. Customer reported that auto mode feature was not active at time of high blood glucose event. Customer treated with manual injection. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. Pump passed self-test. However, unable to perform rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test due to missing retainer ring. Unit successfully downloaded to thus. The electronic assemblies and motor assemblies were inspected, and moisture damage noted. The p-cap does not locks properly into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case at the battery tube, broken battery tube threads, cracked keypad overlay, detached retainer, missing o-ring(reservoir tube), broken reservoir tube lip, corroded battery tube, corroded motor home switch. Unable to test for reported harm due to missing retainer ring. Cosmetic damage at battery compartment and reservoir compartment were confirmed during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.